Event description:
A report was received that following an ipg replacement procedure the patient was experiencing weakness in his right leg. The physician believes the weakness was procedure related. The patient continues to undergo physical therapy and is slowly regaining the strength in his right leg.

Manufacturer narrative:
Additional information was received that the patient will leave his device turned off. The physician does not believe the patient can properly operate the device. No further action will be taken.

Event description:
A report was received that following an ipg replacement procedure the patient was experiencing weakness in his right leg. The physician believes the weakness was procedure related. The patient continues to undergo physical therapy and is slowly regaining the strength in his right leg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm.